Event description:
It was reported that the insulin pump won't turn on. The current blood glucose reading is 233 mg/dl. The insulin pump was off before taking a dinner bolus. At bedtime, customer noticed that the insulin pump was off before the correction dose. Customer stated that the insulin pump had turned off several times over four days. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.